Event description:
In 2003, this patient was implanted with gore excluder aaa endoprostheses. In 2006, a second procedure was performed whereby an additional gore excluder aaa endoprostheses were implanted. In 2008, the patient expired. Further investigation is necessary.

Manufacturer narrative:
Method code - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire information required for this form were made by gore.